Event description:
The physician had a anesthetized the pt for a CABG and had cannulated the right internal jugular vein without difficulty. As he went to suture, the doctor noticed that hub of the catheter had cleanly broken off. The proximal part, approximately 1mm, of the catheter was just visible at the skin level but an attempt to pick it with a pair of forceps was unsuccessful and resulted in it being "lost" in the subcutaneous tissue. The catheter was removed directly from the superior vena cava after putting the pt on cardio-pulmonary bypass. This was done and the catheter was removed intact.